Manufacturer narrative:
Correction and additional information: b5: additional: subsequent follow up information received confirms that the diopter miss of the intraocular lens was due to the calculation miss by the surgeon. The patient is doing well post-operation and is happy. Upon reviewing the complaint folder, it has been determined that the diopter miss of the intraocular lens was due to the calculation miss by the surgeon. The information provided does not represent a product problem, but an error by the surgeon in calculation. Based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 9614546-2021-07097. G8: correction: in review, of medwatch 9614546-2021-07097 and per new information received, this event has been assessed not reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between 11/5/2020-2/18/2021. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye due to diopter miss and the patient was not happy. The original lens diopter was 16.5 and the replacement lens have the diopter 19.0. No other medical intervention was required.